Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high capture threshold and r-wave amp variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed dislodgment of the rv lead. The lead was explanted and replaced. The patient was stable.